Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer tested over the weekend on (B)(6) 2016 and his readings were 21 mg/dl and 109 mg/dl. The readings were taken within 10 minutes of each other. No adverse event. The meter is being returned and replaced.